Event description:
The customer reported the generation of five (5) false high sodium (na) patient results on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided a verbal example of false result.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and suspected buffer dispensing failure. The fse determined the buffer valve was defective. The fse replaced the buffer valve to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter customer phone number is: (B)(6). Beckman coulter internal identifier is (B)(4).